Manufacturer narrative:
(B)(4). (B)(4). Eval summary: one sealed package was received with no sales unit carton. Upon visual inspection of the package, it was verified the presence of a rip in the tyvek that goes from the outside to inside. The tear was directly over the device trigger and appears to be caused by rough handling. Nothing in the packaging process could cause this type of damage. Damage was caused external to packaging operation. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. External cause.

Event description:
It was reported that before an unk procedure, the sterile package of the device was broken. Another device was used to complete the procedure. There were no adverse consequences for the pt.